Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date, an unspecified channel of the device was programmed to deliver levophed and the delivery was started. No specific programming parameters were provided. The customer contact stated that the patient had been on the medication for 24 hours. On (B)(6) 2013 at 0800, the nurse reported the device alarmed for an unspecified alarm condition. After the alarm was resolved, the nurse reported the device displayed a malfunction and the delivery stopped. At that time, the patient's systolic blood pressure decreased to 42mmhg and heart rate decreased to between 29-31 beats per minute. No additional event details were provided, including the patient's baseline vital signs. The device was removed from clinical use. After approximately 5-10 minutes, the therapy was resumed using a replacement device and a new container of medication. On an unspecified date and time, it was reported the patient expired. The cause of death was unspecified; however, the customer contact reported that it was not related to this event. During testing at the user facility, the device history was downloaded. During a review of the history at the user facility, a power down malfunction s308 (can bus error) was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. A review of the device history indicated that on (B)(6) 2013 at 1435, channel a of the device was programmed using the drug library to deliver epinephrine 4mg/250ml, with a rate of 10mcg/minute, a vtbi (volume to be infused) of 240ml, and the delivery was started. At 1426 channel b, of the device was programmed to deliver cisatracurium 2mg/ml, at a dose rate of 0.057mg/kg/hr. At 1448, channel a was programmed for a titrated rate of 8mcg/min, the delivery was stopped and started. Between 1451 and 2326, channel a was programmed for a titrated rate between 3mcg/min and 8mcg/min. On (B)(6) 2013 a new date was indicated. At 0157, on channel a an end basic program was indicated, an end of infusion alarm occurred, kvo delivery began, the alarm was silenced and cleared. At 0158, on channel a, a vtbi of 240ml was programmed. Kvo delivery was stopped and the delivery was started. Between 0300 and 0304, channel a was programmed for a titrated dose rate between 12mcg/min and 20mcg/min. Between 0408 and 0446, channel a was programmed for a titrated dose rate between 8mcg/min and 12 mcg/min. Between 0627 and 0729, channel a was programmed for a titrated dose rate between 11mcg/min and 20mcg/min. At 0759, on channel a an end basic program was indicated, an end of infusion alarm occurred and kvo delivery began. At 0800, on channel a, the end of infusion alarm was cleared, a titrated dose rate of 16mcg/min was programmed, the next and start button were pressed, the delivery was stopped, kvo delivery stopped. At 0912, a power on was indicated without a previous power off. A post sw (software) alarm occurred, tightloop malfunction, s308 (canbus error) malfunction alarm code, s408 (canbus error) malfunction alarm code occurred. This report represents all the information known by the reporter upon query by hospira personnel.